Event description:
There is no allegation from a health professional that the death was related to the device. The cause of death was unknown. Increased capture thresholds were observed. Patient was not seen for follow up since implant. Patient expired on (B)(6) 2006. No further information is available.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received late due to re-evaluation of event.